Manufacturer narrative:
No product was returned by the customer. As a result, a complaint investigation product evaluation and problem confirmation cannot be performed.

Event description:
It was reported that a force sensor test error was experienced.

Manufacturer narrative:
No product was returned by the customer. As a result, a complaint investigation product evaluation and problem confirmation cannot be performed.

Event description:
It was reported that a force sensor test error was experienced.